Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in april 2010 and performed to specification up to the 7th september 2014. On the 14th september 2014 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 20th december 2014 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The device successfully passed all weekly auto self-tests alongside random manual power ups, up to and including the last log entry on the 8th september 2015. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups recorded, therefore it is assumed the customer returned the device in response to the field safety corrective action. Furthermore, there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.